Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, there was a fluid leak from the purge cassette. In the process of replacing the purge cassette, it was noted that the purge disc holder had been broken off and that the purge disc was punctured. There was no patient harm as a result of the issues.